Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm within 4 hours of troubleshooting of the previous occurrence and also had change battery now alert. The blood glucose was 19 mmol/l at the time of the incident. The insulin pump had many errors and warnings. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test. And the displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 alarms noted during testing; however power error 25 alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. Installed a water filled test reservoir, and primed pump. Set a basal rate and monitored the pump for three three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.